Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to sepsis and complications from chronic mycobacterium abscessus and serratia driveline infection. Prior to the patient death the patient presented on (B)(6) 2019 with the initial diagnosis of mycobacterium abscessus confirmed through (B)(6) laboratory. The patient presented with weight loss, anorexia, failure to thrive, severe malnutrition, pancytopenia, pneumonia, abdominal wall cellulitis, fevers. Prior to the patient death the patient was placed on a feeding tube, cefepime and vanco IV for secondary serratia infection, continued use of clofazimine form abscessus. No additional information was provided.